Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/09/2015 for investigation. Visual inspection was performed and no damage was observed on the platform. Archive data results: the archive data was analyzed and system error code 132 - convert to manual CPR was observed on the reported date of 10/08/2015, thus confirming the reported complaint. Functional testing: upon power up on the platform the system error 132 - convert to manual CPR displayed, therefore the functional testing could not be performed. The processor board was replaced to remedy the issue of the system error. After replacing the processor board, the autopulse platform passed all functional testing. In summary, the complaint autopulse platform displaying system error 132 - convert to manual CPR was confirmed. The system error was observed in the archive data files on the reported date of 10/08/2015, as well as during functional testing. The issue was resolved by replacing the processor board. The system passed functional testing.

Event description:
It was reported that during a preventative maintenance, the autopulse platform displayed system error 132 - convert to manual CPR. No patient involved. No further information provided.